Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with a lithium battery error code was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a depleted/low lithium battery. The lithium battery was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative reported a colleague infusion pump that had a lithium battery error code repeating. This condition had the potential to interrupt delivery. This event occurred upon power up in the "ICU" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.